Event description:
New information states that the infection was not caused by the device or the procedure. The patient is stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19598; related manufacturer reference number: 2017865-2020-19599. It was reported that the patient had their implantable cardioverter defibrillator (ICD) system explanted due to an infection. Additional information was requested but not yet received.